Event description:
It was reported that a device removal difficulties occurred. A rotawire drive was selected for use along with a 1.5mm rotapro catheter. The rotawire drive was inserted into the 95% stenosed, severely tortuous and severely calcified left anterior descending artery. Strong resistance was felt at the tip of the guide catheter. The physician suspected device separation and the rotawire drive and rotapro were removed. The rotawire drive encountered strong resistance during removal within the left main trunk and could not be withdrawn. A microcatheter was utilized to remove the rotawire drive. After removal the rotawire drive was observed to be kinked in 2 locations. The procedure was completed with another rotawire drive and rotapro. No patient complications were reported and the patient condition post procedure was good.

Manufacturer narrative:
Initial reporter city - (B)(6).

Manufacturer narrative:
E1: initial reporter city - (B)(6). Device evaluated by manufacturer: the reported guidewire difficult to remove was not able to be confirmed as circumstances were unable to be replicated. The guidewire was found kinked near to the proximal end, consequently confirming the reported code of guidewire kinked. Additionally, spring tip was found stretched & bent/kinked.

Event description:
It was reported that a device removal difficulties occurred. A rotawire drive was selected for use along with a 1.5mm rotapro catheter. The rotawire drive was inserted into the 95% stenosed, severely tortuous and severely calcified left anterior descending artery. Strong resistance was felt at the tip of the guide catheter. The physician suspected device separation and the rotawire drive and rotapro were removed. The rotawire drive encountered strong resistance during removal within the left main trunk and could not be withdrawn. A microcatheter was utilized to remove the rotawire drive. After removal the rotawire drive was observed to be kinked in 2 locations. The procedure was completed with another rotawire drive and rotapro. No patient complications were reported and the patient condition post procedure was good.